Event description:
On 09/09/2002 pioneer received a letter from FDA/cdrh requesting info about a voluntary medwatch report filed. (Mw1025827). On 09/19/2002 pioneer received a letter from FDA/office of surveillance and biometrics which included a copy of mw1025827 and requested that pioneer investigate. To date, these two letters are the only sources of info pioneer has regarding this event. Co is unable to provide any other details at this time.